Manufacturer narrative:
Prior to distribution all zss-10-3-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zss-10-3-rb devices could not be complete as the lot numbers are unknown. As per instructions for use, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off label use as the solus biliary stent was used in an alternate anatomical site and one patient (case #6) had bleeding at the j-g access site 72 h following lams exchange for a double pigtail stent. Pr284879 addresses the off-label use of the device. A definitive root cause could not be determined, as per clinical opinion this occurrence was not device related. "Bleeding at the 72 hours was due to lams exchange (because lams was left in j-g tract for 2-3 weeks to allow for tract maturation, which would likely cause bleeding), nothing to do with cook double pigtail stent (i.e., cook stent did not cause the bleeding)." Also when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Complaint is not confirmed based on clinical input. The stents were removed 2-3 weeks post procedure endoscopically or spontaneously and the access tract closure was successful. The bleeding was endoscopically treated with epinephrine and replacement with another lams to tamponade the bleeding site. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Literature reported event : "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients a retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. One patient (case #6) had bleeding at the j-g access site 72h following lams exchange for a double pigtail stent. The bleeding was endoscopically treated with epinephrine and replacement with another lams to tamponade the bleeding site.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. - attachment: [wang - gastric access temporary for endoscopy.pdf].

Event description:
Literature reported event : "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients a retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. One patient (case #6) had bleeding at the j-g access site 72 h following lams exchange for a double pigtail stent. The bleeding was endoscopically treated with epinephrine and replacement with another lams to tamponade the bleeding site.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. [(B)(4)].

Event description:
Literature reported event : "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients a retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. One patient ((B)(6)) had bleeding at the j-g access site 72 h following lams exchange for a double pigtail stent. The bleeding was endoscopically treated with epinephrine and replacement with another lams to tamponade the bleeding site.